Manufacturer narrative:
B5. Describe event or problem updated

Event description:
It was reported that prior to the procedure, there was an irrigation and roller pump issue with the system, as before to the procedure beginning and before inserting the device into the patient, the physician noticed that the saline was not flowing. A different handpiece was used, but the issue persists. The procedure was cancelled, and the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during a procedure, there was an irrigation and roller pump issue with the system. A different handpiece was used, but the issue persists. The procedure was cancelled, and the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that prior to the procedure, there was an irrigation and roller pump issue with the system, as before to the procedure beginning and before inserting the device into the patient, the physician noticed that the saline was not flowing. A different handpiece was used, but the issue persists. The procedure was cancelled, and the patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.